Event description:
It was reported that the patient presented to clinic after receiving a vibratory notifier for the device tripping eri. A (B)(6) transmission was reviewed, which stated the device was at eri. At follow-up, device showed eol. The margin from eri to eol based on the data appears to be short. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. However, rapid depletion from eri to eos was observed. Analysis found that high voltage therapies occured which resulted in the drop in voltage. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.